Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B) (6) 2010. The lens was explanted on (B) (6) 2010 due to low vaulting. The lens was exchanged for a longer lens.